Event description:
Removal of rt parieto-occipital reservoir and catheter and ventriculoperitoneal shunt. Pt presented with hydrocephaly, nystagmus, eye trouble, problems with gaze/vision and balance. Ventricular portion of catheter blocked with brain or choroid plexus.